Event description:
Reportedly, the device was applied and made the "seal complete" tone, however, the device couldn't stop the tissue from bleeding completely. There was some reported blood leakage, however, the amount was not siginificant.